Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain fluid. The cause of the event and patient hospitalization were not reported. The patient was treated with an unspecified medication and heparin. At the time of this report, the patient has not recovered from the event and pd therapy was ongoing. No additional information is available.